Event description:
Adverse event: "no patient impact reported" (no consequences or impact to patient). Product problem: "broken tip" (detachment of device component). The surgeon reported that during the procedure, the tip of the tip cover broke off, the surgeon removed the broken tip replaced the tip cover and completed the procedure. Additional follow-up information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. The device history records were reviewed and the lots were released based on alcon's acceptance criteria. Evaluation and root cause could not determine the reason why the phaco tip is broken. All tips are 100% inspected at the end of the manufacturing process by trained operators to insure all visual quality requirements are present before release of a phaco tip. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).